Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73m1500130 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples are not closing. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned staple revealed that the stapler appears typical. The staples appear to be aligned correctly. There are 13 staples in the cartridge indicating that the stapler has fired 22 staples. No other defects were observed. The staple cover block was removed to observe the assembly. No defects were observed. The product is assembled correctly. No other defects or anomalies were observed. A functional inspection was performed by engaging the trigger of the assembled stapler using hand pressure. The trigger was engaged and the stapler formed one correctly formed staple. However, the anvil did not release the staple easily. The staple was manually removed. The stapler trigger was engaged again and one correctly formed staple fired. However, the anvil did not release the staple. The stapler was then disassembled and the anvil was replaced with an anvil from a functioning lab inventory visistat stapler. The stapler was reassembled and the trigger was engaged. One correctly formed staple was formed and released. The other remarks: stapler functioned correctly. The stapler was then disassembled and the returned anvil was placed back into the stapler and reassembled. The trigger was engaged and one correctly formed staple was formed but would not release from the anvil. The anvil is defective. Nonconformance, (B)(4), has been initiated to further investigate this complaint issue as the stapler anvil did not release the staples once the trigger was engaged. The anvil was replaced with a lab inventory anvil and functioned properly. The anvil in the returned stapler is defective. The reported complaint that the staples are not closing properly was not confirmed based upon the sample received. The returned staple was able to make properly formed staples. However, the staple would not release from the anvil once formed. The cover block of the stapler was removed and it was confirmed that the stapler was assembled correctly. The anvil was removed and replaced with the anvil from a functioning lab inventory stapler and the device functioned with no problems found. The anvil is defective. A device history record review was performed on the visistat stapler with no evidence to suggest a manufacturing related cause. The anvil is a purchased part. Therefore, the potential cause of this complaint issue is supplier related. Nonconformance, (B)(4), was initiated to further investigate this complaint issue. Conclusion: the potential cause of this complaint issue is supplier related. Further investigation for this complaint has been issued.

Event description:
The staples are not closing. The patient's condition was reported as fine.